Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the cartridge and infusion set had been in use more than 48 hours with humalog insulin. A supply change was performed resolving the occlusion. Additionally, it was reported that the pump time was incorrect. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained. The customer's blood glucose level was 439 mg/dl.